Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead kept "falling out" of ra placement. When out of the body, the helix would not extend. It was also reported that it took 25-30 rotations to finally extend the helix. Another lead was implanted. No patient complications have been reported as a result of this event.